Event description:
M.d. Asked for an endovascular aortic main body graft. The prod was opened onto the sterile filed and proceeded to place the graft into the pt. M.d. Was unable to deploy the graft into the pt. When the device was removed from the pt, it was noted the shaft was bent on the delivery device. Luckily, there was a second graft of the same size available for implant.